Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the wire guide included in a thal-quick chest tube set became unraveled during use. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Correction: d7a, d9 - device available for evaluation, h3. H3 - device evaluated by mfg? The complaint device was not returned to the manufacturer. Investigation ¿ evaluation. It was reported that the wire guide included in a thal-quick chest tube set became unraveled during use. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Reviews of the documentation including the complaint history and instructions for use (IFU) for the device were completed during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. A photo of the complaint device was provided for review, in which unraveling was confirmed. Additionally, a document-based investigation evaluation was performed. A review of the device history record (DHR) could not be completed due to the lack of lot information from the facility. A sales search for the customer was unable to identify the complaint device lot. There is no indication that the complaint device was manufactured out of specification, or that nonconforming devices exist in house or in the field. Cook was able to review product labeling. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. Instructions for use 9. With the wire guide still positioned within the pleural space, advance the chest tube inserter/chest tube assembly over the wire guide and into the pleural space. Note: if resistance is encountered during chest tube assembly insertion, determine the cause of resistance and take necessary action to relieve resistance before proceeding. Note: it is important to advance the chest tube assembly into the pleural space in the same line as the wire guide. This will make introduction easier and avoid kinking of the wire guide. Note: the distal end of the chest tube inserter should not be advanced beyond the distal end of the wire guide. After reviewing the IFU, cook has concluded the device labeling contains appropriate warnings, precautions and instructions to the user related to the reported failure. Based on the information provided, a review of the provided photo, and the results of this investigation, it was concluded that a component failure unrelated to the design or manufacturing of the complaint device contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: e1. E1-title: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.